Event description:
A malfunction occurred with the customer's pump, resulting in the customer's blood glucose level reaching 521 mg/dl. The customer took corrective action by administering a correction injection via multiple daily injections (mdi). To resolve the issue, technical support arranged for a replacement pump and initiated the process to send an out-of-warranty loaner pump to the customer. No third-party assistance was required, and all necessary forms and agreements were completed and acknowledged by the customer. The customer reverted to an alternate method of insulin therapy.